Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn#: (B)(4). Incident occurred in the UK. On (B)(6) 2023, I sited a lumbar epidural uneventfully in a patient undergoing surgery. When the catheter was removed two days later, the terminal section sheered off leaving 3mm in the epidural space. This was confirmed on CT scan. The view of one of our spinal surgeons was that surgery to attempt to remove this terminal section of catheter was not indicated.